Manufacturer narrative:
Sample has been discarded by customer. Should additional information become available a follow-up will be filed.

Event description:
Customer indicated the extension set was connected to 24g jelco IV catheter. 48 hours later, IV pressure breakdown - size of dime at site. Customer was being infused claforin and gentamincin with a micro pump. The patient's arm was secured with a board to secure the IV and IV was routinely checked every 3 hours. The patient required whirl pool treatments to alleviate the skin irritation.